Manufacturer narrative:
(B)(4). Therapy dates: the exact occurrence date is unknown; however, the event occurred on either (B)(6) 2014. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a microbore non-dehp catheter extension set did not allow the nurse to pull blood. Flow was observed upon switching to a different set. It is unknown if there was patient involvement. There was no report of patient injury or medical intervention associated with this event. No additional information is available.